Event description:
The user facility reported that during a diagnostic colonoscopy the device experienced a total loss of image, which resulted in the withdrawal of the device from the pt. The procedure was reportedly completed with the use of a similar, but different device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of a complete loss of image. There was no resistance value noted on burndy pin #3 in the electrical connector, which most likely caused the image problem. The device passed the leak test and there was no evidence of fluid invasion in the endoscope connector and/or control body. The cause of the user's experience cannot conclusively be determined at this time. This report is being submitted as an MDR in an abundance of caution.